Manufacturer narrative:
(B)(4)

Event description:
Patient states stimulation is intermittent. According to the patient programmer, stimulation is always on. He said there are periods of time where he doesn't feel stimulation until he adjusts the parameters. Device is normally at 3.20v. The recharge interval has increased with this new system. Old system averaged from 20-25 and new system is 30-40 days. Reports coupling is good and recharges in an average of 3 hours when the battery is 1/4 full. History of past recharge sessions: (B)(6)2009 -- 39 days, (B)(6)2010 -- 32 days, (B)(6)2010 -- 22 days, (B)(6)2010 -- 33 days and (B)(6)2010 -- 55 days. Patient states he used to be able to walk nine holes of golf but now is not able to due to the pain. Patient will keep a history of the stimulation on/off and activity at the time to determine if recharging intervals are appropriate. Medtronic representative reports at the last ins interrogation, two contacts had >10,000 ohms and she was able to change the program to remove those. Additional information has been requested and if received, a follow up report will be sent.